Event description:
The customer reported the system locked up and completed the case with another system. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated the software was installed during the service call. The system was tested and found to be working as intended and put back into service.